Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the procedure, the dissector showed a red light upon activation and a green light after activation. The generator and battery were replaced, but the problem persisted. It was noted that there was excessive dirt on the jaw, and the scrub nurse was asked to clean it with saline-soaked gauze. When the gauze touched the jaw, the jaw came loose, completely breaking the metal part. Both parts were immediately removed. The dissector was not replaced because the surgery was nearing completion, and the surgeon chose to finish without replacing it. There was no patient injury.